Manufacturer narrative:
Additional information was requested, but the field representative was not able to gather any additional information since the patient's care was transferred to another physician. Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to treat a type c heavily calcified lesion in the proximal left anterior descending artery, which was moderately tortuous with 90% stenosis and a 2.75mm - 4mm diameter. Six treatments were performed on low speed, and one treatment was performed on high speed. The patient's blood pressure fell, and slow flow and no re-flow were observed. Dopamine and atropine were administered, but the patient's pressures remained low. A stent was deployed, and an aspiration catheter was used to remove suspected thrombus. These measures were ineffective, and the patient was transferred to the ICU; treatment of two other lesions was aborted. Updated information: the patient was later discharged with a normal ejection fraction.

Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback 360® coronary orbital atherectomy system instructions for use states that hypotension, slow flow, no flow, and thrombus are potential adverse events which can occur with use of the system. Additional information regarding the patient's demographics, possible future procedure to address the remaining lesions, final outcome, and current status has been requested. The information has not been received. If the information is provided, a follow-up MDR will be submitted with the missing information. Patient's age is "early 70s." Csi ID: (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was used to treat a type c heavily calcified lesion in the proximal left anterior descending artery, which was moderately tortuous with 90% stenosis and a 2.75mm - 4mm diameter. Six treatments were performed on low speed, and one treatment was performed on high speed. The patient's blood pressure fell, and slow flow and no re-flow were observed. Dopamine and atropine were administered, but the patient's pressures remained low. A stent was deployed, and an aspiration catheter was used to remove suspected thrombus. These measures were ineffective, and the patient was transferred to the ICU; treatment of two other lesions was aborted.